Manufacturer narrative:
The device used for treatment purpose.

Event description:
The customer reported a pca that had 13-1033-149 error while on a patient. No patient harm was reported.

Manufacturer narrative:
Customer¿s reported complaint of an error 13-1033-149, while using the pca module was confirmed in the logs; however the error event was not replicated during testing. Analysis of the device logs confirmed reported soft fault error occurring on 12 mar 2018 at 9:45:04 am. Conversely, details of the programming leading to the error event could not be ascertained without the availability of the pcu or logs during this investigation. Test results consisting of limited key press replication and an approximate four hour test infusion did not induce the soft fault error exhibited on 12 mar 2018 to determine the cause of the error event. Additional asm tests also confirmed returned pca module is in specification, operating as designed. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. CAPA reference: (B)(4).

Event description:
The customer reported a pca that had 13-1033-149 error while on a patient. No patient harm was reported.